Event description:
This is report 2 of 2. This is a report of peritonitis patient coincident with dianeal and extraneal therapies for peritoneal dialysis (pd). On an unreported date, treatments with dianeal and extraneal were withdrawn. The patient experienced peritonitis and was hospitalized that same day. The cause of the peritonitis event was a perforation of the bowel. The cause of the perforation of the bowel was unknown. On unknown date, the patient began hemodialysis. Treatment was not reported. The patient had not yet recovered from this peritonitis event and remained hospitalized.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was further reported that the patient expired. The patient's peritonitis was due to a long medical history of chronic diarrhea and perforated bowel. On an unknown date the patient went into surgery due to a severe case of peritonitis and pd effluent cultures were positive for 5 different types of bacteria from the bowel. During the surgical procedure, the physician performed a colostomy and discovered the patient had a perforated bowel secondary to chronic diarrhea. The peritonitis event did not resolve prior to the patient's death. The cause of death was peritonitis and bowel perforation. It is unknown if an autopsy was performed. Evaluation: as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. A review of all batch record documents for potentially associated lot numbers h12i27059, h12j30078, h12h31095 and h12l13070 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information becomes available, a follow up report will be submitted.